Event description:
As reported by the (B)(4) study, a patient had a tia post stent deployment in a carotid artery stenting procedure in the proximal left circumflex. At discharge 3 days later, the nih stroke scale score was 3 and the rankin score was 1. Baseline nih and rankin scores were 0, respectively. The patient was symptomatic at the time of the index procedure. Carotid artery stenting was performed on a 70% occluded lesion in the proximal left internal carotid artery of 30mm in length in a 4.5mm vessel diameter with mild vessel tortuosity. The arch ii lesion was eccentric. A 6mm medium support angioguard was successfully deployed past the lesion and pre-dilatation was performed. A 7x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 0%. The angioguard was successfully removed and debris was found in the basket. Post stent deployment, the patient had dysarthria, reflex change, right hemiparesis, right hemineglect and right hemiataxia. At the 30 day follow up, nih and rankin scores were both 0. No new adverse events were reported and the patient exited the study. Additional information was received the angioguard was in place when the adverse event occurred and there was a lot of debris. Tpa was given through the sheath just as a precaution for any distal emboli, 600mcg of nitroglycerin. Asa, plavix and coumadin were also given. The patient was discharged home with physical therapy, occupational therapy and speech therapy.

Manufacturer narrative:
Additional information was received that the cec adjudicated the previously reported tia as a stroke. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional details are pending and will be submitted within 30 days upon receipt. This is one of three products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00560, 1016427-2013-00110 and 9616099-2013-00612.

Manufacturer narrative:
Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and clopidogrel. Additional concomitant products used: cordis empira nc 75r30350n 3.5mm x 30mm, lot ce0001907 pre dilate: cordis aviator plus 424-4530w 4.5mm x 30mm lot 15461951 post dilate: cordis angioguard 601814rmc, lot 70513505: only other product used was medtronic export aspiration catheter exportap (B)(4). As reported by the (B)(4) study, a (B)(6) male patient with medical history including previous stroke, cardiac arrhythmia and hypertension had a tia post stent deployment in a carotid artery stenting procedure in the proximal left circumflex. Tpa was given through the sheath just as a precaution for any distal emboli, 600mcg of nitroglycerin. Asa, plavix and coumadin were also given. At discharge 3 days later, the nih stroke scale score was 3 and the rankin score was 1. The patient was discharged home with physical therapy, occupational therapy and speech therapy. Baseline nih and rankin scores were 0, respectively. The patient was symptomatic at the time of the index procedure. Carotid artery stenting was performed on a 70% occluded lesion in the proximal left internal carotid artery of 30mm in length in a 4.5mm vessel diameter with mild vessel tortuosity. The arch ii lesion was eccentric. A 6mm medium support angioguard was successfully deployed past the lesion and pre-dilatation was performed. A 7x40mm precise pro rx stent was successfully deployed at the target lesion. The residual diameter stenosis measured 0%. The angioguard was successfully removed and debris was found in the basket. Post stent deployment, the patient had dysarthria, reflex change, right hemiparesis, right hemineglect and right hemitaxia. At the 30 day follow up, nih and rankin scores were both 0. No new adverse events were reported and the patient exited the study. The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition ((B)(4)), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. This is one of three products involved with the reported adverse event and are associated manufacturer report numbers 9616099-2013-00560, 1016427-2013-00110 and 9616099-2013-00612.